Event description:
The dealer stated that the chair was received from end users mother (B)(6) who stated that the break was not engaging properly. The dealer stated that upon inspection of the chair he concluded that the wheel lock shoe spacer was cutting wheel due to chipped spacers.